Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient underwent a pump exchange on (B)(6) 2015 for suspected thrombus. The patient had three instances within 2015 of dark urine and high lactate dehydrogenase accompanied by symptoms of heart failure. The patient had been treated with IV heparin and systemic tissue plasminogen activator. The patient had also been experiencing a previously unreported driveline infection and a decision was made to exchange the pump.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). The explanted device was returned to the manufacturer for evaluation. The analysis of the returned pump confirmed the report of pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing ball. The thrombus showed evidence of lamination and the portion in contact with the bearings appeared denatured, indicating that the thrombus likely developed on the bearing over an undetermined amount of time while the pump was operating. Additionally, a tissue-like deposition was present surrounding the outlet bearing ball, partially occluding the outlet stator. The deposition lacked lamination and did not appear to have originated in this location; however, its specific origin could not be determined. The deposition showed dark areas of potential denaturation, and contact marks were present on the outlet portion of the rotor and the outlet bearing cup, indicating that it was present in the pump for an undetermined amount of time while the pump was operating. The observed depositions would have potentially contributed to the reported hemolysis symptoms. A direct correlation between the device and the reported driveline infection could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump was found to operate as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: recurrent pump thrombosis. Additional information also included indicated that the patient underwent a pump exchange. Patient outcome: exchange. Device malfunction causative factor: prothrombotic states.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: recurrent pump thrombosis. Additional information also included indicated that the patient underwent a pump exchange. Patient outcome: exchange. Device malfunction causative factor: prothrombotic states.